Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. The customer consumed carbohydrates to address bg. Reportedly, the customer was stacking boluses, because they did not think they were receiving insulin. Recommendation was made to consult with healthcare provider regarding diabetes management.